Event description:
Event summary: it was reported that the struts were damaged. A 2.50 x 20 synergy ii drug eluting stent was selected for use in the procedure of the calcified mid left anterior descending artery (lad). During a procedure, there was resistance and difficulty to cross the lesion when delivering the synergy through the lesion. After it was removed, the physician noticed the struts were damaged due to the calcification in the lesion mid lad. The physician performed some additional lesion preparation and was successfully completed with another synergy device. No patient complications were reported. Patient status: the physician performed some additional lesion preparation and was successfully completed with another synergy device. No patient complications were reported.